Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a vitrectomy cutter did not work after the cutter was used for 20 minutes during a surgery. Since this occurred after the anterior vitrectomy part of the surgery had been completed, the procedure was completed without any problems and with no report of any patient harm.

Manufacturer narrative:
The company representative informed the customer that the reported event occurred due to the increased temperature of the anterior vitrectomy (avit) pump. After 20 minutes of continuous use, the console stopped working as a safety measure. The company representative confirmed this was not a case of a defective vitrectomy probe, but prolonged use of the vitrectomy probe. No servicing was requested. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user handling unrelated to the functionality of the device. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).